Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that air bubbles were observed within the tubing. A system check was performed, and the pump performed as intended. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer continued to use the existing supplies.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.